Event description:
Boston scientific received information that during a routine device follow-up, interrogation of this device showed out-of-range pacing impedance measurements on the right ventricular (rv) lead. Additionally, loss of capture (loc) was observed. A review of the daily measurements found the out-of-range impedance measurements had started two days before the device check. A lead revision was scheduled. During the procedure, the abnormal rv lead measurements were confirmed with the implanted device, but testing on the pacing system analyzer (psa), the rv lead measurements were normal. A new pacemaker was connected to the chronic lead and normal lead measurements were observed again. Therefore, only the pacemaker was replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.